Event description:
See initial report.

Manufacturer narrative:
D4: serial number provided. UDI provided. H11: through follow-up communications, livanova learned that the involved pump did not shut down, as reported in the original incident description, but stopped during procedure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A1-a5 patient information was not provided d.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.11 livanova deutschland manufactures the essenz arterial pump. The incident occurred in france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an essenz arterial roller pump which shut down during procedure, after the direction of rotation of the pump was changed. The flow sensor was set to zero, and then the arterial pump returned functional. Reportedly, red alarms were still displayed onto the heart-lung machine for both flow sensor and the pump. There was no patient injury.